Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net upon receiving shocks from their implantable cardioverter defibrillator (ICD). Upon review, it was found that the patient's ICD exhibited far r-wave over-sensing resulting in the patient going into monomorphic ventricular tachycardia (mvt). The device inappropriately identified the patient's arrhythmia as supraventricular tachycardia (svt) and delayed delivery of high voltage therapy. Therapy was successfully delivered and converted the patient after a period of time. Programming changes were made. The patient was stable.